Event description:
It was reported that pump malfunction occurred, and no notable events happened before problem was noticed. There was no reported impact to the customer¿s blood glucose level. Technical support provided reset instructions, assisted caller with resetting pump, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction returned.